Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of infection at infusion set insertion site with 5 infusion sets. The health care professional (hcp) provided antibiotics for the infection. The infusion sets were in use for 2-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. Patient mentioned that issue was isolated to the cannula. Patient reported red bump full of puss. Patient mentioned using only stomach as insertion site because it hurt on patient's legs. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2024-28132 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for no malfunction based on complaint information. The batch 6005326 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005326 was manufactured according to the work instruction (wi) version 26, packaged in the line l1, on 28/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against no malfunction based on complaint information, harm code infection (requires prescriptive treatment e.g., oral antibiotics) and lot 6005326 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.